Manufacturer narrative:
Block h6: (B)(4).. Block h10: a fully constrained wallflex biliary fully covered rmv stent and delivery system were received for analysis. The stent was received unemployed and was fully covered by the outer sheath. The retrieval loop was folded distally onto the stent, and the lower loops of the stent were not hooked onto the fins of the reconstrainment band. A kink was noted in the outer sheath at the end of the stiffening mandrel. The clear outer sheath at the guidewire access sheath was slightly stretched out and kinking. Functional evaluation revealed the stent could be deployed from the delivery system without any resistance or issues. No other issues were noted to the stent and delivery system. The damages noted are evidence of device manipulation which can be observed by pinching the inner and outer sheath together at the distal end, and rapidly moved the outer sheath. Multiple cycles of this movement could move the retrieval loops into different positions. Deployment force that is too high or incorrect deployment of the stent can lead to the issues noted. Taking into consideration the details of the complaint reported and the analysis of the returned device, the investigation concluded that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. Block h11: blocks e4 and h6 (device codes) have been corrected.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be used in the common hepatic duct to treat a 2 cm periampullary benign biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on september 27, 2018. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent would not deploy. The stent was removed from the patient fully covered by the outer sheath. Reportedly, another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: this event has been deemed a MDR reportable event based on investigation results which revealed the stent was damaged with the retrieval loop was folded distally. Please see block h10 for full investigation details.

Manufacturer narrative:
(B)(4). A fully constrained wallflex biliary fully covered rmv stent and delivery system were received for analysis. The stent was received un-deployed and was fully covered by the outer sheath. The retrieval loop was folded distally onto the stent, and the lower loops of the stent were not hooked onto the fins of the re-constrainment band. A kink was noted in the outer sheath at the end of the stiffening mandrel. The clear outer sheath at the guidewire access sheath was slightly stretched out and kinking. Functional evaluation revealed the stent could be deployed from the delivery system without any resistance or issues. No other issues were noted to the stent and delivery system. The damages noted are evidence of device manipulation which can be observed by pinching the inner and outer sheath together at the distal end, and rapidly moved the outer sheath. Multiple cycles of this movement could move the retrieval loops into different positions. Deployment force that is too high or incorrect deployment of the stent can lead to the issues noted. Taking into consideration the details of the complaint reported and the analysis of the returned device, the investigation concluded that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be used in the common hepatic duct to treat a 2 cm periampullary benign biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent would not deploy. The stent was removed from the patient fully covered by the outer sheath. Reportedly, another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: this event has been deemed a MDR reportable event based on investigation results which revealed the stent was damaged with the retrieval loop was folded distally.